Event description:
Ekos machine started alarming through the night. Service called, but could not fix problem via phone call. Ekos machines turned off, and tissue plasminogen activator (tpa) and coolant delivery continued via sigma pumps.